Manufacturer narrative:
E1: initial reporter phone: (B)(6). G1: MFR site zip/post code: (B)(6). Device evaluated by MFR: the reported device was returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the primary coil and zap tip section, moreover it was detached at middle section. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08nov2025. It was reported that the coil could not be advanced forward. The target lesion was located in the abdominal aortic aneurysm. A 15mm x 40cm interlock .035 coil was selected for endovascular repair of abdominal aortic aneurysm with covered stent. However, during the procedure, it was noted that the coil could not be advanced forward when it was in place. The coil still could not be pushed and detached after the catheter was adjusted and replaced. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed the main coil was detached at middle section.